Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. There has been no reported revision procedure to date; however, radiographs were taken by the surgeon and a revision procedure may be indicated. The reason for the possible revision is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined to be not reportable.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. There has been no reported revision procedure to date; however, radiographs were taken by the surgeon for an unknown reason. Additional information revealed that the surgeon took radiographs to confirm what type of knee was implanted in the patient as the patient is new to his practice. The patient is not experiencing adverse issues with the implants and there is no need for a revision procedure.